Event description:
It was reported that suddenly in the morning the pt was no longer able to hear with her device. No head trauma or ear infection was reported. The CT scan of the temporal bone is normal. Exchanging the speech processor did not improve. Testing carried out in the clinic showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.